Manufacturer narrative:
The device has not been returned for evaluation. An investigation of the device history record and post-market surveillance history was completed and nothing was found. If additional information is obtained or if the device is returned, a supplemental MDR will be submitted accordingly.

Event description:
It was reported that the in-situ minimally invasive grower (mig) (stryker/stanmore pin 20235) extension mechanism collapsed, so manual spacing c-collars had to be provided by onkos surgical (c23-769) to lengthen the patient and stabilize the construct.